Event description:
It was reported that pump displayed malfunction alarm with code and could not be reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, and technical support arranged replacement pump under warranty, provided instructions for storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return malfunctioning pump using prepaid label within 10 days, which customer acknowledged.